Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, the patient came to the hospital due to malaise and presented a ventricular fibrillation. The physician would like to know if there is a link between the pacemaker functioning and the ventricular fibrillation. Four external shocks were delivered to the patient around 08h20. There is an interruption in the atrial lead curve around this timing, but the pacemaker seems to work well. Preliminary analysis revealed normal pacemaker functioning before and after the reported external shocks and confirmed the reported ventricular fibrillation (vf). Moreover, undersensing of the vf was observed, most probably due to the programmed ventricular sensitivity (2.5 mv). In addition, external shocks delivery might have altered transitively the functioning of some of the electronic components of the device, which could have also influenced the sensing capability of the device during the shocks delivery.

Event description:
Reportedly, on (B)(6) 2020, the patient came to the hospital due to malaise and presented a ventricular fibrillation. The physician would like to know if there is a link between the pacemaker functioning and the ventricular fibrillation. Four external shocks were delivered to the patient around 08h20. There is an interruption in the atrial lead curve around this timing, but the pacemaker seems to work well. Preliminary analysis revealed normal pacemaker functioning before and after the reported external shocks and confirmed the reported ventricular fibrillation (vf). Moreover, undersensing of the vf was observed, most probably due to the programmed ventricular sensitivity (2.5 mv). In addition, external shocks delivery might have altered transitively the functioning of some of the electronic components of the device, which could have also influenced the sensing capability of the device during the shocks delivery.